Event description:
Our dealer for (B)(6) reported that "during the operation, while tightening the last screw, the tip of the screw driver bit broke. This happened when they were doing the final tightening."

Manufacturer narrative:
Device is not available for eval. If the device or add'l info becomes available, it will be reported on a supplemental report.